Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: an (B)(6) female patient underwent taa repair. The access vessels were large enough but they were the artificial vessels since she had aaa replacement with y-graft (hemashield 18mm x 9mm in the past, and they were slightly tortuous, so the physician selected zenith alpha¿ thoracic endovascular graft proximal components. After he confirmed that a 18fr dryseal sheath could insert into the left side and advance in the artificial vessel, he inserted the delivery system of zta-p-38-217-w1 into the left. However it got stuck in the tortuous area of the artificial vessel. He tried to push it up but failed since the force would not transmit due to thin shaft. Then he tried the right side but failed. He once considered to finish the procedure, but he tried valiant (38mm x 200mm) because he thought the advancement was due to weak pushability of zta. The valiant could be advanced to the target site with resistance and the stent graft was placed and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties encountered when attempting to advance the delivery system. However, it is noted that the artificial vessels were 18mm x 9mm and slightly tortuous and according to IFU "a diameter measured outer-wall-to-outer-wall of no greater than 42mm and no less than 20mm" is recommended. Along with that it also states not to continue advancing the wire guide or any portion of the introduction system if resistance is felt. "Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels". However, without imaging it is difficult to comment on the inner diameter. The device history record for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.